Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector; exposed wires) has been confirmed. Upon eval, the trunk cable connector was broken, exposing wires at the electrode belt connector. The cause for the broken connector and exposed wire cannot be positively determined, but was likely the result of excessive force. No adverse event resulted from the broken connector and exposed wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt connector is damaged. His monitor is displaying a message claiming "the device can't be used". The pt was issued a replacement electrode belt.